Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history found no evidence of product non-conformance. Visual inspection of the glenosphere shows three deep scratches along one edge of the product that extend to the underside of the glenosphere, likely from removal of the product. Evaluation of the products is unable to confirm the reported event. The complaint relays that the surgical technique may not have been followed properly as the center screw was not tightened enough. This could have led to the screw not being properly seated in the baseplate which may have caused the glenosphere to disassociate. Also, it was mentioned that patient had a bone spur that may have contributed. Both of these events may have led to the reported issue of disassociation. Part appears to have left zimmer biomet conforming to specifications.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation. Thoroughly clean and dry tapers prior to attachment of modular components to avoid crevice corrosion and improper seating. All additional locking screws must be adequately tightened." There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "periarticular calcification or ossification, with or without impediment of joint mobility." (B)(4). Date implanted ¿ unknown date in (B)(6) 2016.

Event description:
Patient underwent a shoulder revision approximately 14 days post-implantation due to disassociation of the of the taper adapter from the baseplate. The patient also had a bone spur present.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: comprehensive reverse shoulder glenosphere, catalog#: 115310, lot#: 349400. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.